Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis with a crack to the tank cover. The unit was filled with water; confirming the complaint of leaking. Based on the evidence, the root cause was found to be due to user interface.

Event description:
Information was received indicating that the tank to a smiths medical level 1 hotline blood and fluid warmer was observed to be leaking from the bottom. There were no reported adverse effects.